Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging provided confirmed presence of calcification in the sinotubular junction (stj). Photo of the device confirms the presence of a burst balloon in a sheath and remaining vascular tissue. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon burst was confirmed based on the post-procedure photo of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. Available information from provided suggests calcification likely contributed to the event as imaging confirmed the presence of calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The difficulty withdrawing the delivery system through the sheath was confirmed based on empirical evidence from the post-operative photo provided of balloon stuck in sheath. Available information suggests the burst balloon likely contributed to the event as balloon material can be observed protruding from the sheath tip in the photo. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty and ultimately leading to vascular damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a right-transfemoral tavr procedure with a 23mm sapien 3 ultra resilia, the commander delivery system balloon ruptured upon valve deployment. The valve had been able to be fully deployed with nominal volume. The perceived root cause of the balloon burst was the calcified sinotubular junction (stj). The delivery system was unable to be withdrawn into the 14fr esheath+. Resistance was felt before the nosecone could be withdrawn into the tip of the sheath. The delivery system became less coaxial as it was withdrawn into the distal end of the sheath. Gooseneck snare technique was performed from contralateral femoral artery. The delivery system and snare were pulled back into esheath and removed as a single unit. Perceived root cause of the withdrawal difficulty was the excess balloon material post balloon rupture that prevented the delivery system to be withdrawn into esheath. Bleeding was noted at the femoral artery site, and a segment of artery was seen on the outside of the sheath. The team believed the segment of artery being on the outside of the sheath to be due to the delivery system not being coaxial when entering the sheath, therefore consuming more luminal diameter which the vessel could not accommodate. Emergent tamponade of vessel was performed to control bleeding. Vascular surgery performed open repair of femoral artery. Patient was stable and transported to ICU for further monitoring. Per images of the devices received, it appears the 14fr esheath+ was delaminated. On post operative day 6, the patient went into cardiac arrest and ultimately died. Echo performed on the morning of patient death showed that the valve was functioning normally. However, the perceived cause of the cardiac arrest is unclear at this time.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. Per the medical record received, emergent tamponade of vessel performed to control bleeding and a self-expanding stent was placed. Three units of packed rbcs were given. Vascular surgery performed an arteriotomy repair, and a surgical cut down was done around the sheath. Ultimately the bifurcation of the femoral artery and profunda were exposed; graft was placed surgically between the stent and the right common femoral artery. The intraoperative course was complicated by hemorrhagic shock due to the iliac artery injury. Postoperatively, the patient had a slow recovery with issues including post-op ileus leading to vomiting and aspiration, leading to cardiac arrest. Due to the complicated hospital course initiated the by hemorrhagic shock due to an iliac artery injury, the patient deteriorated and passed away on post operative day 6. The following sections of this report have been updated: updated b2, additional codes added to h6 health effect - impact code, additional code added to h6 health effect - clinical code, additional code added to h6 type of investigation, and related report number added to h10. Investigation is ongoing.